Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal variceal vein during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal variceal vein during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on may 27, 2021. It was reported that noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: problem code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.